Event description:
While the device was out of clinical use, the philips field service engineer (fse) reported that the device began to fail the pacer test segment of the user initiated operational check (opcheck). There was no patient involvement.